Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance and loss of capture as a result of a fractured lead. No new lead was implanted. No additional adverse patient effects were reported.